Event description:
The customer contact reported the patient received less medication than intended. The secondary tubing set was connected to a primary tubing set and was being used for piggyback delivery of an unspecified volume of magnesium sulfate 1gram/50ml in 5% dextrose for duration of 30 minutes via a symbiq pump. It was reported that 45 minutes after the secondary delivery was started, the customer noted that half of the solution remained in the solution container. The pump was reprogrammed to deliver at an unspecified rate and the therapy was resumed using the same tubing sets. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.